Manufacturer narrative:
Insulin unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test, dat test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test and force sensor test. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window, case and keypad overlay. Unit received with an energizer ultimate lithium battery installed with 1.70 volts remaining.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2018. The cause of death was multiple organ failure, heart attack, kidney failure, and high blood glucose. The caller stated that the customer had heart disease that may have led to the customer's passing. The customer¿s blood glucose was high at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected less than 48 hours prior to passing, as the customer was taken off the pump due to high blood glucose and put on intravenous insulin. The customer was using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test, dat test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test and force sensor test. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window, case and keypad overlay. Unit received with an energizer ultimate lithium battery installed with 1.70 volts remaining.

Event description:
It was stated that the insulin pump had been disconnected more than 48 hours prior to passing, as the customer was taken off the insulin pump due to high blood glucose and put on intravenous insulin. Sensor was not used at passing.